Event description:
Swelling in the brain around the sponge [brain oedema], patient developed orbital swelling [periorbital swelling], swelling around eyes and face [swelling face], vomiting [vomiting], patient noted to have allergies to gelatin [drug hypersensitivity]. Case description: this is a spontaneous report based on the information received by pfizer from us FDA (uf/importer report #: 1000060000-2018-8139). A contactable healthcare professional reported that a 5-year-old male patient was treated with absorbable gelatin (gelfoam); route of administration, date of administration, and indication unspecified. The product lot number and expiry date were not provided. The patient's medical history included cranial reconstruction. No concomitant drugs were reported. The patient had cranial reconstruction surgery on an unspecified date. After surgery, the patient was taken to pediatric intensive care unit (picu). While in picu, he was noted to have swelling around eyes (orbital swelling) and face; as well as vomiting. It was determined that products and medications used during surgery may possibly have had gelatin components (absorbable screws; surgi-flo, gelfoam, thrombin, dura-gen, etc.). The medical doctors were notified and believed that the gelfoam products used during surgery caused the reaction. The physicians decided to bring the patient back to the operating room (or) for a washout craniotomy. They obtained consent from the parent to take the patient back to the or to remove the gelfoam products, and to perform a washout of the cranial vault. This procedure was completed without complications. The patient was returned to picu in stable condition. The events were reported as serious due to medical significance, with onset date of (B)(6) 2018. Additionally, it was noted by the pre-op nurse, that the patient had a gelatin allergy upon admission. The or nurse received report regarding the gelatin allergy. It was reported that all supplies for 'the case' were opened during set-up including gelfoam products and 'time out' was performed according to protocol with all team members, including the surgeon and anesthesia staff. The or nurse remembered addressing the gelatin allergy as part of time out. No one on the team equated the gelatin allergy with the hemostatic agents used during the procedure. A reviewof the or record was performed, and it was noted that the patient received surgifoam sponge and surgifoam powder x 1 each. The patient also received thrombin, bacitracin, and cefixime (ancef), all of which were drugs that needed to be reconstituted. The outcomes of the events, swelling in the brain around the sponge, orbital swelling, swelling of face, allergies to gelatin, and vomiting, were not reported. Case comment: based on the information provided, there is a possibility that the suspect product was related to the reported events given the temporal association and sensitivity to the product. The patient received surgifoam sponge and surgifoam powder and also received thrombin, bacitracin, and cefixime (ancef), all of which were drugs that needed to be reconstituted was also noted which could have possibly contributed to the reported events. This case will be reassessed as and when additional information is available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate. Follow-up ((B)(6) 2019): this follow-up is being submitted to notify that the batch and lot number is not available despite the follow-up attempts made. Follow-up attempts have been completed and no further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: EU/ca device information updated. Follow-up ((B)(6) 2019): this is a follow-up report received from product quality complaint. A complaint has been received by pfizer with reasonable suspicion of a malfunction, and the associated severity is unknown. Impact to the device: the possibility for an adverse event. The complaint verbatim is as follows: swelling in the brain around the sponge. Pcom number: not provided. Harm: unknown. Hazard number: unknown. Previous MDR: not provided may be associated for swelling after cranial surgery. The complaint is to be evaluated for MDR. Follow-up ((B)(6) 2019): this is a follow-up from product quality complaints. A complaint has been received by pfizer (name redacted) with reasonable suspicion of a malfunction. Impact to the device: device interferes with wound healing, with an associated worst case severity of s4.aer# 2018487302 may be associated for the sponge needing to be removed. Hazardous situation (worst case s4): gelfoam does not resorb after implanting into the patient. The complaint is to be evaluated for MDR. Company clinical evaluation comment: based on the information provided, the there is a possibility that suspect product was related to the reported events given the temporal association and sensitivity to the product. The patient received surgifoam sponge and surgifoam powder and also received thrombin, bacitracin, and cefixime (ancef), all of which were drugs that needed to be reconstituted and could also have possibly contributed to the reported events. A follow-up report received from product quality complaint by pfizer suggests a reasonable suspicion of a malfunction, and the associated worst case is severity 4 (hazardous situation, gelfoam does not resorb after implanting into the patient). The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Swelling in the brain around the sponge [brain oedema] patient developed orbital swelling [periorbital swelling] swelling around eyes and face [swelling face] vomiting [vomiting] patient noted to have allergies to gelatin [drug hypersensitivity] case description: this is a spontaneous report based on the information received by pfizer from us FDA (uf/importer report #: (B)(4). A contactable healthcare professional reported that a 5-year-old male patient was treated with absorbable gelatin (gelfoam); route of administration, date of administration, and indication unspecified. The product lot number and expiry date were not provided. The patient's medical history included cranial reconstruction. No concomitant drugs were reported. The patient had cranial reconstruction surgery on an unspecified date. After surgery, the patient was taken to pediatric intensive care unit (picu). While in picu, he was noted to have swelling around eyes (orbital swelling) and face; as well as vomiting. It was determined that products and medications used during surgery may possibly have had gelatin components (absorbable screws; surgi-flo, gelfoam, thrombin, dura-gen, etc.). The medical doctors were notified and believed that\ the gelfoam products used during surgery caused the reaction. The physicians decided to bring the patient back to the operating room (or) for a washout craniotomy. They obtained consent from the parent to take the patient back to the or to remove the gelfoam products, and to perform a washout of the cranial vault. This procedure was completed without complications. The patient was returned to picu in stable condition. The events were reported as serious due to medical significance, with onset date of (B)(6) 2018. Additionally, it was noted by the pre-op nurse, that the patient had a gelatin allergy upon admission. The or nurse received report regarding the gelatin allergy. It was reported that all supplies for 'the case' were opened during set-up including gelfoam\ products and 'time out' was performed according to protocol with all team members, including the surgeon and anesthesia staff. The or nurse remembered addressing the gelatin allergy as part of time out. No one on the team equated the gelatin allergy with the hemostatic agents used during the procedure. A reviewof the or record was performed, and it was noted that the patient received surgifoam sponge and surgifoam powder x 1 each. The patient also received thrombin, bacitracin, and cefixime (ancef), all of which were drugs that needed to be reconstituted. The outcomes of the events, orbital swelling, swelling of face, allergies to gelatin, and vomiting, were not reported. Case comment: based on the information provided, there is a possibility that the suspect product was related to the reported events given the temporal association and sensitivity to the product. The patient received surgifoam sponge and surgifoam powder and also received thrombin, bacitracin, and cefixime (ancef), all of which were drugs that needed to be reconstituted was also noted which could have possibly contributed to the reported events. This case will be reassessed as and when additional information is available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate. Follow-up (B)(6) 2019: this follow-up is being submitted to notify that the batch and lot number is not available despite the follow-up attempts made. Follow-up attempts have been completed and no further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: EU/ca device information updated. Follow-up (B)(6) 2019: this is a follow-up report received from product quality complaint. A complaint has been received by pfizer with reasonable suspicion of a malfunction, and the associated severity is unknown. Impact to the device: the possibility for an adverse event the complaint verbatim is as follows: swelling in the brain around the sponge. Pcom number: not provided harm: unknown hazard number: unknown previous MDR: not provided may be associated for swelling after cranial surgery the complaint is to be evaluated for MDR. Case comment: based on the information provided, there is a possibility that the suspect product was related to the reported events given the temporal association and sensitivity to the product. The patient received surgifoam sponge and surgifoam powder and also received thrombin, bacitracin, and cefixime (ancef), all of which were drugs that needed to be reconstituted was also noted which could have possibly contributed to the reported events. A follow-up report received from product quality complaint by pfizer suggests a reasonable suspicion of a malfunction, athough the associated severity is unknown at this time this case will be reassessed as and when additional information is available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Patient developed orbital swelling [periorbital swelling]. Swelling around eyes and face [swelling face]. Vomiting [vomiting]. Patient noted to have allergies to gelatin [drug hypersensitivity]. Case description: this is a spontaneous report based on the information received by pfizer from us FDA (uf/importer report #: (B)(4)). A contactable healthcare professional reported that a 5-year-old male patient was treated with absorbable gelatin (gelfoam); route of administration, date of administration, and indication unspecified. The product lot number and expiry date were not provided. The patient's medical history included cranial reconstruction. No concomitant drugs were reported. The patient had cranial reconstruction surgery on an unspecified date. After surgery, the patient was taken to pediatric intensive care unit (picu). While in picu, he was noted to have swelling around eyes (orbital swelling) and face; as well as vomiting. It was determined that products and medications used during surgery may possibly have had gelatin components (absorbable screws; surgi-flo, gelfoam, thrombin, dura-gen, etc.). The medical doctors were notified and believed that the gelfoam products used during surgery caused the reaction. The physicians decided to bring the patient back to the operating room (or) for a washout craniotomy. They obtained consent from the parent to take the patient back to the or to remove the gelfoam products, and to perform a washout of the cranial vault. This procedure was completed without complications. The patient was returned to picu in stable condition. The events were reported as serious due to medical significance, with onset date of (B)(6) 2018. Additionally, it was noted by the pre-op nurse, that the patient had a gelatin allergy upon admission. The or nurse received report regarding the gelatin allergy. It was reported that all supplies for 'the case' were opened during set-up including gelfoam products and 'time out' was performed according to protocol with all team members, including the surgeon and anesthesia staff. The or nurse remembered addressing the gelatin allergy as part of time out. No one on the team equated the gelatin allergy with the hemostatic agents used during the procedure. A reviewof the or record was performed, and it was noted that the patient received surgifoam sponge and surgifoam powder x 1 each. The patient also received thrombin, bacitracin, and cefixime (ancef), all of which were drugs that needed to be reconstituted. The outcomes of the events, orbital swelling, swelling of face, allergies to gelatin, and vomiting, were not reported. Case comment: based on the information provided, there is a possibility that the suspect product was related to the reported events given the temporal association and sensitivity to the product. The patient received surgifoam sponge and surgifoam powder and also received thrombin, bacitracin, and cefixime (ancef), all of which were drugs that needed to be reconstituted was also noted which could have possibly contributed to the reported events. This case will be reassessed as and when additional information is available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate. Follow-up (09apr2019): this follow-up is being submitted to notify that the batch and lot number is not available despite the follow-up attempts made. Follow-up attempts have been completed and no further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: EU/ca device information updated. Comment: based on the information provided, there is a possibility that the suspect product was related to the reported events given the temporal association and sensitivity to the product. The patient received surgifoam sponge and surgifoam powder and also received thrombin, bacitracin, and cefixime (ancef), all of which were drugs that needed to be reconstituted was also noted which could have possibly contributed to the reported events. This case will be reassessed as and when additional information is available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Swelling in the brain around the sponge [brain oedema]. Patient developed orbital swelling [periorbital swelling]. Swelling around eyes and face [swelling face]. Vomiting [vomiting]. Patient noted to have allergies to gelatin [drug hypersensitivity]. Case description: this is a spontaneous report based on the information received by pfizer from us FDA (uf/importer report #: (B)(4)). A contactable healthcare professional reported that a 5-year-old male patient was treated with absorbable gelatin (gelfoam); route of administration, date of administration, and indication unspecified. The product lot number and expiry date were not provided. The patient's medical history included cranial reconstruction. No concomitant drugs were reported. The patient had cranial reconstruction surgery on an unspecified date. After surgery, the patient was taken to pediatric intensive care unit (picu). While in picu, he was noted to have swelling around eyes (orbital swelling) and face; as well as vomiting. It was determined that products and medications used during surgery may possibly have had gelatin components (absorbable screws; surgi-flo, gelfoam, thrombin, dura-gen, etc.). The medical doctors were notified and believed that the gelfoam products used during surgery caused the reaction. The physicians decided to bring the patient back to the operating room (or) for a washout craniotomy. They obtained consent from the parent to take the patient back to the or to remove the gelfoam products, and to perform a washout of the cranial vault. This procedure was completed without complications. The patient was returned to picu in stable condition. The events were reported as serious due to medical significance, with onset date of (B)(6) 2018. Additionally, it was noted by the pre-op nurse, that the patient had a gelatin allergy upon admission. The or nurse received report regarding the gelatin allergy. It was reported that all supplies for 'the case' were opened during set-up including gelfoam products and 'time out' was performed according to protocol with all team members, including the surgeon and anesthesia staff. The or nurse remembered addressing the gelatin allergy as part of time out. No one on the team equated the gelatin allergy with the hemostatic agents used during the procedure. A reviewof the or record was performed, and it was noted that the patient received surgifoam sponge and surgifoam powder x 1 each. The patient also received thrombin, bacitracin, and cefixime (ancef), all of which were drugs that needed to be reconstituted. The outcomes of the events, swelling in the brain around the sponge, orbital swelling, swelling of face, allergies to gelatin, and vomiting, were not reported. Case comment: based on the information provided, there is a possibility that the suspect product was related to the reported events given the temporal association and sensitivity to the product. The patient received surgifoam sponge and surgifoam powder and also received thrombin, bacitracin, and cefixime (ancef), all of which were drugs that needed to be reconstituted was also noted which could have possibly contributed to the reported events. This case will be reassessed as and when additional information is available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate. Follow-up (09apr2019): this follow-up is being submitted to notify that the batch and lot number is not available despite the follow-up attempts made. Follow-up attempts have been completed and no further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: EU/ca device information updated. Follow-up (29apr2019): this is a follow-up report received from product quality complaint. A complaint has been received by pfizer with reasonable suspicion of a malfunction, and the associated severity is unknown. Impact to the device: the possibility for an adverse event. The complaint verbatim is as follows: swelling in the brain around the sponge. Pcom number: not provided. Harm: unknown. Hazard number: unknown. Previous MDR: not provided may be associated for swelling after cranial surgery. The complaint is to be evaluated for MDR. Follow-up (02may2019): this is a follow-up from product quality complaints. A complaint has been received by pfizer (name redacted) with reasonable suspicion of a malfunction. Impact to the device: device interferes with wound healing, with an associated worst case severity of s4. Aer# (B)(4) may be associated for the sponge needing to be removed. Hazardous situation (worst case s4): gelfoam does not resorb after implanting into the patient. The complaint is to be evaluated for MDR. Follow-up (02may2019): this is a follow-up from product quality complaints. A complaint has been received by pfizer (city name) with reasonable suspicion of a malfunction. Impact to the device: device interferes with wound healing, with an associated worst case severity of s4. Hazard number: h03-01 previous mdrs with unspecified case numbers: case # may be associated for placental accrete; case # may be associated for the sponge needing to be removed; case # may be associated for the sponge needing to be removed; case # may be associated for the sponge not dissolving or absorbing; case # may be associated for inter-cranial granulomas. The complaint is to be evaluated for MDR. Case comment: based on the information provided, the there is a possibility that suspect product was related to the reported events given the temporal association and sensitivity to the product. The patient received surgifoam sponge and surgifoam powder and also received thrombin, bacitracin, and cefixime (ancef), all of which were drugs that needed to be reconstituted and could also have possibly contributed to the reported events. A follow-up report received from product quality complaint by pfizer suggests a reasonable suspicion of a malfunction, and the associated worst case is severity 4 (hazardous situation, gelfoam does not resorb after implanting into the patient). Reasonable suspicion of a malfunction. Impact to the device being that the device interferes with wound healing, with an associated worst case severity of s4. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Manufacturer narrative:
On 02mar2020, a complaint has been received by with an indication that the device has, or may have, caused serious injury, and for which MDR has been previously issued with a severity of s5 (determinations made 02mar2020). Malfunction is present in this case. Hazardous situation was allergenic substances and hazard number (worst case) was h04-13. Sample status was not available. On 13apr2020. Sample status was not available. Photos not available. Qa review & rationale: the hazard analysis within the risk management file has been reviewed using the compliant narrative and associated documentation for hazards/hazardous situations, and their associated severities. The review determined that the hazard/hazardous situation was allergenic substances, and the severity was s5; therefore, the complaint is indicative of a potentially reportable device complaint. The details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability. Additionally, details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. The complaint, its priority, and its classification have been reviewed and determined to be appropriate. No immediate containment action is required. An investigation will be performed. Root cause: pfizer (site name) quality operations could not determine a root cause for the reported defect to be related to the (site name) production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer (site name) site. Impact analysis: quality of lot: acceptable. The worst case severity determined through a review of the device risk.

Event description:
Swelling in the brain around the sponge [brain oedema]. Patient developed orbital swelling [periorbital swelling]. Swelling around eyes and face [swelling face]. Vomiting [vomiting]. Patient noted to have allergies to gelatin [drug hypersensitivity]. Case description: this is a spontaneous report based on the information received by pfizer from us FDA (uf/importer report#: (B)(4). A contactable healthcare professional reported that a 5-year-old male patient was treated with absorbable gelatin (gelfoam); route of administration, date of administration, and indication unspecified. The product lot number and expiry date were not provided. The patient's medical history included cranial reconstruction. No concomitant drugs were reported. The patient had cranial reconstruction surgery on an unspecified date. After surgery, the patient was taken to pediatric intensive care unit (picu). While in picu, he was noted to have swelling around eyes (orbital swelling) and face; as well as vomiting. It was determined that products and medications used during surgery may possibly have had gelatin components (absorbable screws; surgi-flo, gelfoam, thrombin, dura-gen, etc.). The medical doctors were notified and believed that the gelfoam products used during surgery caused the reaction. The physicians decided to bring the patient back to the operating room (or) for a washout craniotomy. They obtained consent from the parent to take the patient back to the operating room to remove the gelfoam products, and to perform a washout of the cranial vault. This procedure was completed without complications. The patient was returned to picu in stable condition. The events were reported as serious due to medical significance, with onset date on (B)(6) 2018. Additionally, it was noted by the pre-op nurse, that the patient had a gelatin allergy upon admission. The operating room nurse received report regarding the gelatin allergy. It was reported that all supplies for 'the case' were opened during set-up including gelfoam products and 'time out' was performed according to protocol with all team members, including the surgeon and anesthesia staff. The or nurse remembered addressing the gelatin allergy as part of time out. No one on the team equated the gelatin allergy with the hemostatic agents used during the procedure. A review of the operating room record was performed, and it was noted that the patient received surgifoam sponge and surgifoam powder x 1 each. The patient also received thrombin, bacitracin, and cefixime (ancef), all of which were drugs that needed to be reconstituted. The outcomes of the events, swelling in the brain around the sponge, orbital swelling, swelling of face, allergies to gelatin, and vomiting, were not reported. Follow-up (09apr2019): this follow-up is being submitted to notify that the batch and lot number is not available despite the follow-up attempts made. Follow-up attempts have been completed and no further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: EU/ca device information updated. Follow-up (29apr2019): this is a follow-up report received from product quality complaint. A complaint has been received by pfizer with reasonable suspicion of a malfunction, and the associated severity is unknown. Impact to the device: the possibility for an adverse event. The complaint verbatim is as follows: swelling in the brain around the sponge. Pcom number: not provided. Harm: unknown. Hazard number: unknown. Previous MDR: not provided may be associated for swelling after cranial surgery. The complaint is to be evaluated for MDR. Follow-up (02may2019): this is a follow-up from product quality complaints. A complaint has been received by pfizer (name redacted) with reasonable suspicion of a malfunction. Impact to the device: device interferes with wound healing, with an associated worst case severity of s4.aer# 2018487302 may be associated for the sponge needing to be removed. Hazardous situation (worst case s4): gelfoam does not resorb after implanting into the patient. The complaint is to be evaluated for MDR. Follow-up (02may2019): this is a follow-up from product quality complaints. A complaint has been received by pfizer (city name) with reasonable suspicion of a malfunction. Impact to the device: device interferes with wound healing, with an associated worst case severity of s4. Hazard number: h03-01 previous mdrs with unspecified case numbers: case# may be associated for placental accrete; case# may be associated for the sponge needing to be removed; case # may be associated for the sponge needing to be removed; case # may be associated for the sponge not dissolving or absorbing; case# may be associated for inter-cranial granulomas. The complaint is to be evaluated for MDR. Follow-up (28jun2019): follow-up attempts are completed. No further information is expected. Follow-up (02mar2020): this is a follow-up from product quality complaints. A complaint has been received by with an indication that the device has, or may have, caused serious injury, and for which MDR has been previously issued with a severity of s5 (determinations made 02mar2020). Malfunction is present in this case. Hazardous situation was allergenic substances and hazard number (worst case) was h04-13. Sample status was not available. Additional information has been requested and will be provided as it becomes available. Follow-up (13apr2020): this is a follow-up spontaneous report received from a product complaint group. This report included that: sample status was not available. Photos not available. Qa review & rationale: the hazard analysis within the risk management file has been reviewed using the compliant narrative and associated documentation for hazards/hazardous situations, and their associated severities. The review determined that the hazard/hazardous situation was allergenic substances, and the severity was s5; therefore, the complaint is indicative of a potentially reportable device complaint. The details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability. Additionally, details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. The complaint, its priority, and its classification have been reviewed and determined to be appropriate. No immediate containment action is required. An investigation will be performed. Root cause: pfizer (site name) quality operations could not determine a root cause for the reported defect to be related to the (site name) production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer (site name) site. Impact analysis: quality of lot: acceptable. The worst case severity determined through a review of the device risk file for the product was s5; therefore the details of the reported complaint were forwarded to pfizer safety for evaluation of regulatory reportability. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, (site name) concludes that the quality of the product on the market remains acceptable. Corrections, corrective and preventative actions: there were no corrections performed, or corrective or preventative actions identified, as a result of this complaint investigation. Investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. Additionally, a review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the (team name) team for review. Further action by (site name) is not required. Scope of compl. Investigation: scope: all gelfoam sponge and gelfoam powder complaints received by (site name) within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint were considered to be in scope. A query of the complaints database for the reported product, class, and sub-lass captured the required 5 data points for the reported product, class, and sub-class. Of the complaint investigations captured, there were none with a known batch number. Design related: this relates to medical devices. The complaint is not related to mixed products. Document review summary: deviations: a review of deviations, laboratory investigation reports (lir), and change management records could not be performed for the reported complaint, as the batch is unknown. For gelfoam sponge, the bill of materials was compared during formulation to the in-process material usage report to assure that the correct raw materials and amounts were used in the manufacture of the lot. All manufacturing mixing speeds, times, and temperatures have specification criteria. All extrusion parameters have required specifications. After the product is extruded into bricks, the bricks are inspected prior to being sliced into individual sponges. After the bricks are sliced into sponges, a visual inspection is performed for consistency, uniformity, shape, and size at the beginning, middle, and end of shifts and every four hours in between. All defective sponges are identified and removed. The gelfoam is placed into inner envelopes, and transferred to the doyen packaging equipment to package the envelopes into peel pouches. The doyen takes six envelopes per rotation by suction and loads them onto a conveyer belt against an alignment tab. Two operators sit at the doyen to correct alignment issues prior to sealing. The front and back papers, which make up the outer peel pouch, enclose each individual inner envelope entirely with a four-sided, heat-activated adhesive seal. The top, bottom, and sides of the outer peel pouches are sealed by three different parts of the doyen which each have separate temperature controls. Each temperature control is verified and documented in the batch record. The peel pouches are sealed and heat sterilized. Sealed and sterilized gelfoam peel pouches are 100% visually inspected by trained packaging operators prior to final packaging. The purpose of this inspection is to ensure that the peel pouches have the proper appearance, seal and print. A seal integrity test (sit) is utilized throughout the final packaging to ensure the side seals of the peel pouches are acceptable. The sterilized peel pouches are packaged into each final goods carton. Audits are performed on the finished packaged units at regular intervals throughout the final packaging process. Process control evaluation: existing process controls were reviewed as a part of this investigation. The review determined that the process controls were appropriate and acceptable; therefore the medical device qop was not notified. Qo batch history report: a review of release testing results could not be performed as the reported complaint batch is unknown. Reserved sample evaluation rationale: could not be evaluated as the batch number is unknown. Reference sample examination: complete - acceptable. An examination of retained reference samples could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, there were no previously investigated complaints within scope with a known batch number for which an evaluation of previous retained reference sample examinations could be reviewed. Batch specific trend review: complete - acceptable. The batch number for the reported complaint is unknown; therefore, an evaluation of the batch history could not be performed as a part of this investigation. Medical device report review: a review of all previous medical device reports (MDR) was performed as a part of this investigation. Previous MDR relevant to the reported complaint had been issued by safety; therefore, the reported complaint was escalated to pfizer us safety for evaluation of reportability. Medical device trend analysis: complete - acceptable. The complaint history for products with the product category defined as 'absorbable material' and 'delivery system' has been reviewed. The following parameters were used: product category was absorbable material and delivery system. Complaint classification was external cause investigation. Investigating site was pfizer (site name). Use of the product category of 'absorbable material' was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of 'delivery system' was used to capture complaints received within the current database. The results of the above query were evaluated by date contacted and by the classification of 'external cause investigation'. There was one month (date) that included a higher than normal number of complaints (18); however, this was due to an on-going remediation effort by pfizer us safety. Additionally, the results from the query were evaluated by the sub-class of 'adverse event safety request for investigation', and there was one month (date) that included a higher than normal number of complaints (11); however, these were also due to a remediation effort by pfizer us safety. No trend was observed that would require further investigation. Medical device component trend: a review of trends for medical device constituents for the reported product could not be performed as the batch number is unknown. Returned product examination: (site name) did not receive a returned complaint sample, or photographs, for evaluation. A complaint has been received by (site name) with an indication that the device has, or may have, caused serious injury, and for which MDR has been previously issued with a severity of s5 (determinations made (date provided). Malfunction is present in this case. Severity (worst case) was s5. A review of previous MDR found similar cases regarding allergic reactions. Company clinical evaluation comment: based on the information provided, there is a possibility that suspect product was related to the reported events given the temporal association and sensitivity to the product. The patient received surgifoam sponge and surgifoam powder and also received thrombin, bacitracin, and cefixime (ancef), all of which were drugs that needed to be reconstituted and could also have possibly contributed to the reported events. Company conducted investigation and the result shows that malfunction is present in this case, and hazardous situation was allergenic substances. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
On (B)(6) 2020, a complaint has been received by with an indication that the device has, or may have, caused serious injury, and for which MDR has been previously issued with a severity of s5 (determinations made 02mar2020). Malfunction is present in this case. Hazardous situation was allergenic substances and hazard number (worst case) was h04-13. Sample status was not available. On (B)(6) 2020. Sample status was not available. Photos not available. Qa review & rationale: the hazard analysis within the risk management file has been reviewed using the compliant narrative and associated documentation for hazards/hazardous situations, and their associated severities. The review determined that the hazard/hazardous situation was allergenic substances, and the severity was s5; therefore, the complaint is indicative of a potentially reportable device complaint. The details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability. Additionally, details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. The complaint, its priority, and its classification have been reviewed and determined to be appropriate. No immediate containment action is required. An investigation will be performed. Root cause: pfizer (site name) quality operations could not determine a root cause for the reported defect to be related to the (site name) production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer (site name) site. Impact analysis: quality of lot: acceptable. The worst case severity determined through a review of the device risk file for the product was s5; therefore the details of the reported complaint were forwarded to pfizer safety for evaluation of regulatory reportability. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, (site name) concludes that the quality of the product on the market remains acceptable. Corrections, corrective and preventative actions: there were no corrections performed, or corrective or preventative actions identified, as a result of this complaint investigation. Investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. Additionally, a review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the (team name) team for review. Further action by (site name) is not required. Scope of compl. Investigation: scope: all gelfoam sponge and gelfoam powder complaints received by (site name) within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint were considered to be in scope. A query of the complaints database for the reported product, class, and sub-lass captured the required 5 data points for the reported product, class, and sub-class. Of the complaint investigations captured, there were none with a known batch number. Design related: this relates to medical devices. The complaint is not related to mixed products. Document review summary: deviations: a review of deviations, laboratory investigation reports (lir), and change management records could not be performed for the reported complaint, as the batch is unknown. For gelfoam sponge, the bill of materials was compared during formulation to the in-process material usage report to assure that the correct raw materials and amounts were used in the manufacture of the lot. All manufacturing mixing speeds, times, and temperatures have specification criteria. All extrusion parameters have required specifications. After the product is extruded into bricks, the bricks are inspected prior to being sliced into individual sponges. After the bricks are sliced into sponges, a visual inspection is performed for consistency, uniformity, shape, and size at the beginning, middle, and end of shifts and every four hours in between. All defective sponges are identified and removed. The gelfoam is placed into inner envelopes, and transferred to the doyen packaging equipment to package the envelopes into peel pouches. The doyen takes six envelopes per rotation by suction and loads them onto a conveyer belt against an alignment tab. Two operators sit at the doyen to correct alignment issues prior to sealing. The front and back papers, which make up the outer peel pouch, enclose each individual inner envelope entirely with a four-sided, heat-activated adhesive seal. The top, bottom, and sides of the outer peel pouches are sealed by three different parts of the doyen which each have separate temperature controls. Each temperature control is verified and documented in the batch record. The peel pouches are sealed and heat sterilized. Sealed and sterilized gelfoam peel pouches are 100% visually inspected by trained packaging operators prior to final packaging. The purpose of this inspection is to ensure that the peel pouches have the proper appearance, seal and print. A seal integrity test (sit) is utilized throughout the final packaging to ensure the side seals of the peel pouches are acceptable. The sterilized peel pouches are packaged into each final goods carton. Audits are performed on the finished packaged units at regular intervals throughout the final packaging process. Process control evaluation: existing process controls were reviewed as a part of this investigation. The review determined that the process controls were appropriate and acceptable; therefore the medical device qop was not notified. Qo batch history report: a review of release testing results could not be performed as the reported complaint batch is unknown. Reserved sample evaluation rationale: could not be evaluated as the batch number is unknown. Reference sample examination: complete - acceptable. An examination of retained reference samples could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, there were no previously investigated complaints within scope with a known batch number for which an evaluation of previous retained reference sample examinations could be reviewed. Batch specific trend review: complete - acceptable. The batch number for the reported complaint is unknown; therefore, an evaluation of the batch history could not be performed as a part of this investigation. Medical device report review: a review of all previous medical device reports (MDR) was performed as a part of this investigation. Previous MDR relevant to the reported complaint had been issued by safety; therefore, the reported complaint was escalated to pfizer us safety for evaluation of reportability. Medical device trend analysis: complete - acceptable. The complaint history for products with the product category defined as 'absorbable material' and 'delivery system' has been reviewed. The following parameters were used: product category was absorbable material and delivery system. Complaint classification was external cause investigation. Investigating site was pfizer (site name). Use of the product category of 'absorbable material' was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of 'delivery system' was used to capture complaints received within the current database. The results of the above query were evaluated by date contacted and by the classification of 'external cause investigation'. There was one month (date) that included a higher than normal number of complaints (18); however, this was due to an on-going remediation effort by pfizer us safety. Additionally, the results from the query were evaluated by the sub-class of 'adverse event safety request for investigation', and there was one month (date) that included a higher than normal number of complaints (11); however, these were also due to a remediation effort by pfizer us safety. No trend was observed that would require further investigation. Medical device component trend: a review of trends for medical device constituents for the reported product could not be performed as the batch number is unknown. Returned product examination: (site name) did not receive a returned complaint sample, or photographs, for evaluation. A complaint has been received by (site name) with an indication that the device has, or may have, caused serious injury, and for which MDR has been previously issued with a severity of s5 (determinations made (date provided)). Malfunction is present in this case. Severity (worst case): s5a review of previous MDR found similar cases regarding allergic reactions.

Event description:
Event verbatim [preferred term] swelling in the brain around the sponge [brain oedema], patient developed orbital swelling [periorbital swelling], swelling around eyes and face [swelling face], vomiting [vomiting], patient noted to have allergies to gelatin [drug hypersensitivity], , narrative: this is a spontaneous report based on the information received by pfizer from us FDA (uf/importer report #: 1000060000-2018-8139). A contactable healthcare professional reported that a 5-year-old male patient was treated with absorbable gelatin (gelfoam); route of administration, date of administration, and indication unspecified. The product lot number and expiry date were not provided. The patient's medical history included cranial reconstruction. No concomitant drugs were reported. The patient had cranial reconstruction surgery on an unspecified date. After surgery, the patient was taken to pediatric intensive care unit (picu). While in picu, he was noted to have swelling around eyes (orbital swelling) and face; as well as vomiting. It was determined that products and medications used during surgery may possibly have had gelatin components (absorbable screws; surgi-flo, gelfoam, thrombin, dura-gen, etc.). The medical doctors were notified and believed that the gelfoam products used during surgery caused the reaction. The physicians decided to bring the patient back to the operating room (or) for a washout craniotomy. They obtained consent from the parent to take the patient back to the or to remove the gelfoam products, and to perform a washout of the cranial vault. This procedure was completed without complications. The patient was returned to picu in stable condition. The events were reported as serious due to medical significance, with onset date of (B)(6) 2018. Additionally, it was noted by the pre-op nurse, that the patient had a gelatin allergy upon admission. The or nurse received report regarding the gelatin allergy. It was reported that all supplies for 'the case' were opened during set-up including gelfoam products and 'time out' was performed according to protocol with all team members, including the surgeon and anesthesia staff. The or nurse remembered addressing the gelatin allergy as part of time out. No one on the team equated the gelatin allergy with the hemostatic agents used during the procedure. A reviewof the or record was performed, and it was noted that the patient received surgifoam sponge and surgifoam powder x 1 each. The patient also received thrombin, bacitracin, and cefixime (ancef), all of which were drugs that needed to be reconstituted. The outcomes of the events, swelling in the brain around the sponge, orbital swelling, swelling of face, allergies to gelatin, and vomiting, were not reported. Follow-up (09apr2019): this follow-up is being submitted to notify that the batch and lot number is not available despite the follow-up attempts made. Follow-up attempts have been completed and no further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: EU/ca device information updated. Follow-up (29apr2019): this is a follow-up report received from product quality complaint. A complaint has been received by pfizer with reasonable suspicion of a malfunction, and the associated severity is unknown. Impact to the device: the possibility for an adverse event. The complaint verbatim is as follows: swelling in the brain around the sponge. Pcom number: not provided. Harm: unknown. Hazard number: unknown. Previous MDR: not provided may be associated for swelling after cranial surgery. The complaint is to be evaluated for MDR. Follow-up (02may2019): this is a follow-up from product quality complaints. A complaint has been received by pfizer (name redacted) with reasonable suspicion of a malfunction. Impact to the device: device interferes with wound healing, with an associated worst case severity of s4.(B)(4) may be associated for the sponge needing to be removed. Hazardous situation (worst case s4): gelfoam does not resorb after implanting into the patient. The complaint is to be evaluated for MDR. Follow-up (02may2019): this is a follow-up from product quality complaints. A complaint has been received by pfizer (city name) with reasonable suspicion of a malfunction. Impact to the device: device interferes with wound healing, with an associated worst case severity of s4. Hazard number: h03-01 previous mdrs with unspecified case numbers: case # may be associated for placental accrete; case # may be associated for the sponge needing to be removed; case # may be associated for the sponge needing to be removed; case # may be associated for the sponge not dissolving or absorbing; case # may be associated for inter-cranial granulomas. The complaint is to be evaluated for MDR. Follow-up (28jun2019): follow-up attempts are completed. No further information is expected. Follow-up (02mar2020): this is a follow-up from product quality complaints. A complaint has been received by with an indication that the device has, or may have, caused serious injury, and for which MDR has been previously issued with a severity of s5 (determinations made 02mar2020). Malfunction is present in this case. Hazardous situation was allergenic substances and hazard number (worst case) was h04-13. Sample status was not available. Additional information has been requested and will be provided as it becomes available. Follow-up (13apr2020): this is a follow-up spontaneous report received from a product complaint group. This report included that: sample status was not available. Photos not available. Qa review & rationale: the hazard analysis within the risk management file has been reviewed using the compliant narrative and associated documentation for hazards/hazardous situations, and their associated severities. The review determined that the hazard/hazardous situation was allergenic substances, and the severity was s5; therefore, the complaint is indicative of a potentially reportable device complaint. The details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability. Additionally, details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. The complaint, its priority, and its classification have been reviewed and determined to be appropriate. No immediate containment action is required. An investigation will be performed. Root cause: pfizer (site name) quality operations could not determine a root cause for the reported defect to be related to the (site name) production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer (site name) site. Impact analysis: quality of lot: acceptable. The worst case severity determined through a review of the device risk file for the product was s5; therefore the details of the reported complaint were forwarded to pfizer safety for evaluation of regulatory reportability. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, (site name) concludes that the quality of the product on the market remains acceptable. Corrections, corrective and preventative actions: there were no corrections performed, or corrective or preventative actions identified, as a result of this complaint investigation. Investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. Additionally, a review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the (team name) team for review. Further action by (site name) is not required. Scope of compl. Investigation: scope: all gelfoam sponge and gelfoam powder complaints received by (site name) within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint were considered to be in scope. A query of the complaints database for the reported product, class, and sub-lass captured the required 5 data points for the reported product, class, and sub-class. Of the complaint investigations captured, there were none with a known batch number. Design related: this relates to medical devices. The complaint is not related to mixed products. Document review summary: deviations: a review of deviations, laboratory investigation reports (lir), and change management records could not be performed for the reported complaint, as the batch is unknown. For gelfoam sponge, the bill of materials was compared during formulation to the in-process material usage report to assure that the correct raw materials and amounts were used in the manufacture of the lot. All manufacturing mixing speeds, times, and temperatures have specification criteria. All extrusion parameters have required specifications. After the product is extruded into bricks, the bricks are inspected prior to being sliced into individual sponges. After the bricks are sliced into sponges, a visual inspection is performed for consistency, uniformity, shape, and size at the beginning, middle, and end of shifts and every four hours in between. All defective sponges are identified and removed. The gelfoam is placed into inner envelopes, and transferred to the doyen packaging equipment to package the envelopes into peel pouches. The doyen takes six envelopes per rotation by suction and loads them onto a conveyer belt against an alignment tab. Two operators sit at the doyen to correct alignment issues prior to sealing. The front and back papers, which make up the outer peel pouch, enclose each individual inner envelope entirely with a four-sided, heat-activated adhesive seal. The top, bottom, and sides of the outer peel pouches are sealed by three different parts of the doyen which each have separate temperature controls. Each temperature control is verified and documented in the batch record. The peel pouches are sealed and heat sterilized. Sealed and sterilized gelfoam peel pouches are 100% visually inspected by trained packaging operators prior to final packaging. The purpose of this inspection is to ensure that the peel pouches have the proper appearance, seal and print. A seal integrity test (sit) is utilized throughout the final packaging to ensure the side seals of the peel pouches are acceptable. The sterilized peel pouches are packaged into each final goods carton. Audits are performed on the finished packaged units at regular intervals throughout the final packaging process. Process control evaluation: existing process controls were reviewed as a part of this investigation. The review determined that the process controls were appropriate and acceptable; therefore the medical device qop was not notified. Qo batch history report: a review of release testing results could not be performed as the reported complaint batch is unknown. Reserved sample evaluation rationale: could not be evaluated as the batch number is unknown. Reference sample examination: complete - acceptable. An examination of retained reference samples could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, there were no previously investigated complaints within scope with a known batch number for which an evaluation of previous retained reference sample examinations could be reviewed. Batch specific trend review: complete - acceptable. The batch number for the reported complaint is unknown; therefore, an evaluation of the batch history could not be performed as a part of this investigation. Medical device report review: a review of all previous medical device reports (MDR) was performed as a part of this investigation. Previous MDR relevant to the reported complaint had been issued by safety; therefore, the reported complaint was escalated to pfizer us safety for evaluation of reportability. Medical device trend analysis: complete - acceptable. The complaint history for products with the product category defined as 'absorbable material' and 'delivery system' has been reviewed. The following parameters were used: product category was absorbable material and delivery system. Complaint classification was external cause investigation. Investigating site was pfizer (site name). Use of the product category of 'absorbable material' was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of 'delivery system' was used to capture complaints received within the current database. The results of the above query were evaluated by date contacted and by the classification of 'external cause investigation'. There was one month (date) that included a higher than normal number of complaints (18); however, this was due to an on-going remediation effort by pfizer us safety. Additionally, the results from the query were evaluated by the sub-class of 'adverse event safety request for investigation', and there was one month (date) that included a higher than normal number of complaints (11); however, these were also due to a remediation effort by pfizer us safety. No trend was observed that would require further investigation. Medical device component trend: a review of trends for medical device constituents for the reported product could not be performed as the batch number is unknown. Returned product examination: (site name) did not receive a returned complaint sample, or photographs, for evaluation. A complaint has been received by (site name) with an indication that the device has, or may have, caused serious injury, and for which MDR has been previously issued with a severity of s5 (determinations made (date provided)). Malfunction is present in this case. Severity (worst case) was s5. A review of previous MDR found similar cases regarding allergic reactions. Company clinical evaluation comment: based on the information provided, there is a possibility that suspect product was related to the reported events given the temporal association and sensitivity to the product. The patient received surgifoam sponge and surgifoam powder and also received thrombin, bacitracin, and cefixime (ancef), all of which were drugs that needed to be reconstituted and could also have possibly contributed to the reported events. Company conducted investigation and the result shows that malfunction is present in this case, and hazardous situation was allergenic substances. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate. Follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to notify us food and drug administration (FDA) that MFR report number 1810189-2018-00010 and MFR report number 1810189-2019-00016 are duplicate. All subsequent follow-up information will be reported under MFR report number 1810189-2018-00010. MFR report number 1810189-2019-00016 is to be considered as deleted., comment: based on the information provided, there is a possibility that suspect product was related to the reported events given the temporal association and sensitivity to the product. The patient received surgifoam sponge and surgifoam powder and also received thrombin, bacitracin, and cefixime (ancef), all of which were drugs that needed to be reconstituted and could also have possibly contributed to the reported events. Company conducted investigation and the result shows that malfunction is present in this case, and hazardous situation was allergenic substances. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Patient developed orbital swelling [periorbital swelling], swelling around eyes and face [swelling face]. Vomiting [vomiting]. Patient noted to have allergies to gelatin [drug hypersensitivity]. Case narrative: this is a spontaneous report based on the information received by pfizer from us FDA (uf/importer report #: (B)(4)). A contactable healthcare professional reported that a (B)(6) male patient was treated with absorbable gelatin (gelfoam); route of administration, date of administration, and indication unspecified. The product lot number and expiry date were not provided. The patient's medical history included cranial reconstruction. No concomitant drugs were reported. The patient had cranial reconstruction surgery on an unspecified date. After surgery, the patient was taken to pediatric intensive care unit (picu). While in picu, he was noted to have swelling around eyes (orbital swelling) and face; as well as vomiting. It was determined that products and medications used during surgery may possibly have had gelatin components (absorbable screws; surgi-flo, gelfoam, thrombin, dura-gen, etc.). The medical doctors were notified and believed that the gelfoam products used during surgery caused the reaction. The physicians decided to bring the patient back to the operating room (or) for a washout craniotomy. They obtained consent from the parent to take the patient back to the operating room to remove the gelfoam products, and to perform a washout of the cranial vault. This procedure was completed without complications. The patient was returned to picu in stable condition. The events were reported as serious due to medical significance, with onset date of (B)(6) 2018. Additionally, it was noted by the pre-op nurse, that the patient had a gelatin allergy upon admission. The operating room nurse received report regarding the gelatin allergy. It was reported that all supplies for 'the case' were opened during set-up including gelfoam products and 'time out' was performed according to protocol with all team members, including the surgeon and anesthesia staff. The operating room nurse remembered addressing the gelatin allergy as part of time out. No one on the team equated the gelatin allergy with the hemostatic agents used during the procedure. A review of the operating room record was performed, and it was noted that the patient received surgifoam sponge and surgifoam powder x 1 each. The patient also received thrombin, bacitracin, and cefixime (ancef), all of which were drugs that needed to be reconstituted. The outcomes of the events, orbital swelling, swelling of face, allergies to gelatin, and vomiting, were not reported. Case comment: based on the information provided, there is a possibility that the suspect product was related to the reported events given the temporal association and sensitivity to the product. The patient received surgifoam sponge and surgifoam powder and also received thrombin, bacitracin, and cefixime (ancef), all of which were drugs that needed to be reconstituted "was also noted" which could have possibly contributed to the reported events. This case will be reassessed as and when additional information is available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Patient developed orbital swelling [periorbital swelling], swelling around eyes and face [swelling face], vomiting [vomiting], patient noted to have allergies to gelatin [drug hypersensitivity]. Case narrative: this is a spontaneous report based on the information received by pfizer from us FDA (uf/importer report#: (B)(4). A contactable healthcare professional reported that a 5-year-old male patient was treated with absorbable gelatin (gelfoam); route of administration, date of administration, and indication unspecified. The product lot number and expiry date were not provided. The patient's medical history included cranial reconstruction. No concomitant drugs were reported. The patient had cranial reconstruction surgery on an unspecified date. After surgery, the patient was taken to pediatric intensive care unit (picu). While in picu, he was noted to have swelling around eyes (orbital swelling) and face; as well as vomiting. It was determined that products and medications used during surgery may possibly have had gelatin components (absorbable screws; surgi-flo, gelfoam, thrombin, dura-gen, etc.). The medical doctors were notified and believed that the gelfoam products used during surgery caused the reaction. The physicians decided to bring the patient back to the operating room (or) for a washout craniotomy. They obtained consent from the parent to take the patient back to the or to remove the gelfoam products, and to perform a washout of the cranial vault. This procedure was completed without complications. The patient was returned to picu in stable condition. The events were reported as serious due to medical significance, with onset date on (B)(6) 2018. Additionally, it was noted by the pre-op nurse, that the patient had a gelatin allergy upon admission. The or nurse received report regarding the gelatin allergy. It was reported that all supplies for 'the case' were opened during set-up including gelfoam products and 'time out' was performed according to protocol with all team members, including the surgeon and anesthesia staff. The or nurse remembered addressing the gelatin allergy as part of time out. No one on the team equated the gelatin allergy with the hemostatic agents used during the procedure. A review of the or record was performed, and it was noted that the patient received surgifoam sponge and surgifoam powder x 1 each. The patient also received thrombin, bacitracin, and cefixime (ancef), all of which were drugs that needed to be reconstituted. The outcomes of the events, orbital swelling, swelling of face, allergies to gelatin, and vomiting, were not reported. Case comment: based on the information provided, there is a possibility that the suspect product was related to the reported events given the temporal association and sensitivity to the product. The patient received surgifoam sponge and surgifoam powder and also received thrombin, bacitracin, and cefixime (ancef), all of which were drugs that needed to be reconstituted was also noted which could have possibly contributed to the reported events. This case will be reassessed as and when additional information is available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate. Follow-up (09apr2019): this follow-up is being submitted to notify that the batch and lot number is not available despite the follow-up attempts made. Follow-up attempts have been completed and no further information is expected., comment: based on the information provided, there is a possibility that the suspect product was related to the reported events given the temporal association and sensitivity to the product. The patient received surgifoam sponge and surgifoam powder and also received thrombin, bacitracin, and cefixime (ancef), all of which were drugs that needed to be reconstituted was also noted which could have possibly contributed to the reported events. This case will be reassessed as and when additional information is available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Manufacturer narrative:
On 02mar2020, a complaint has been received by with an indication that the device has, or may have, caused serious injury, and for which MDR has been previously issued with a severity of s5 (determinations made 02mar2020). Malfunction is present in this case. Hazardous situation was allergenic substances and hazard number (worst case) was h04-13. Sample status was not available.

Event description:
Swelling in the brain around the sponge [brain oedema]. Patient developed orbital swelling [periorbital swelling]. Swelling around eyes and face [swelling face]. Vomiting [vomiting]. Patient noted to have allergies to gelatin [drug hypersensitivity]. Case description: this is a spontaneous report based on the information received by pfizer from us FDA (uf/importer report #: (B)(4)). A contactable healthcare professional reported that a 5-year-old male patient was treated with absorbable gelatin (gelfoam); route of administration, date of administration, and indication unspecified. The product lot number and expiry date were not provided. The patient's medical history included cranial reconstruction. No concomitant drugs were reported. The patient had cranial reconstruction surgery on an unspecified date. After surgery, the patient was taken to pediatric intensive care unit (picu). While in picu, he was noted to have swelling around eyes (orbital swelling) and face; as well as vomiting. It was determined that products and medications used during surgery may possibly have had gelatin components (absorbable screws; surgi-flo, gelfoam, thrombin, dura-gen, etc.). The medical doctors were notified and believed that the gelfoam products used during surgery caused the reaction. The physicians decided to bring the patient back to the operating room (or) for a washout craniotomy. They obtained consent from the parent to take the patient back to the or to remove the gelfoam products, and to perform a washout of the cranial vault. This procedure was completed without complications. The patient was returned to picu in stable condition. The events were reported as serious due to medical significance, with onset date of (B)(6)2018. Additionally, it was noted by the pre-op nurse, that the patient had a gelatin allergy upon admission. The or nurse received report regarding the gelatin allergy. It was reported that all supplies for 'the case' were opened during set-up including gelfoam products and 'time out' was performed according to protocol with all team members, including the surgeon and anesthesia staff. The or nurse remembered addressing the gelatin allergy as part of time out. No one on the team equated the gelatin allergy with the hemostatic agents used during the procedure. A reviewof the or record was performed, and it was noted that the patient received surgifoam sponge and surgifoam powder x 1 each. The patient also received thrombin, bacitracin, and cefixime (ancef), all of which were drugs that needed to be reconstituted. The outcomes of the events, swelling in the brain around the sponge, orbital swelling, swelling of face, allergies to gelatin, and vomiting, were not reported. Follow-up (09apr2019): this follow-up is being submitted to notify that the batch and lot number is not available despite the follow-up attempts made. Follow-up attempts have been completed and no further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: EU/ca device information updated. Follow-up (29apr2019): this is a follow-up report received from product quality complaint. A complaint has been received by pfizer with reasonable suspicion of a malfunction, and the associated severity is unknown. Impact to the device: the possibility for an adverse event. The complaint verbatim is as follows: swelling in the brain around the sponge. Pcom number: not provided. Harm: unknown. Hazard number: unknown. Previous MDR: not provided may be associated for swelling after cranial surgery. The complaint is to be evaluated for MDR. Follow-up (02may2019): this is a follow-up from product quality complaints. A complaint has been received by pfizer (name redacted) with reasonable suspicion of a malfunction. Impact to the device: device interferes with wound healing, with an associated worst case severity of s4. Aer# (B)(4) may be associated for the sponge needing to be removed. Hazardous situation (worst case s4): gelfoam does not resorb after implanting into the patient. The complaint is to be evaluated for MDR. Follow-up (02may2019): this is a follow-up from product quality complaints. A complaint has been received by pfizer (city name) with reasonable suspicion of a malfunction. Impact to the device: device interferes with wound healing, with an associated worst case severity of s4. Hazard number: h03-01 previous mdrs with unspecified case numbers: case # may be associated for placental accrete; case # may be associated for the sponge needing to be removed; case # may be associated for the sponge needing to be removed; case # may be associated for the sponge not dissolving or absorbing; case # may be associated for inter-cranial granulomas. The complaint is to be evaluated for MDR. Follow-up (28jun2019): follow-up attempts are completed. No further information is expected. Follow-up (02mar2020): this is a follow-up from product quality complaints. A complaint has been received by with an indication that the device has, or may have, caused serious injury, and for which MDR has been previously issued with a severity of s5 (determinations made 02mar2020). Malfunction is present in this case. Hazardous situation was allergenic substances and hazard number (worst case) was h04-13. Sample status was not available. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, there is a possibility that suspect product was related to the reported events given the temporal association and sensitivity to the product. The patient received surgifoam sponge and surgifoam powder and also received thrombin, bacitracin, and cefixime (ancef), all of which were drugs that needed to be reconstituted and could also have possibly contributed to the reported events. Company conducted investigation and the result shows that malfunction is present in this case, and hazardous situation was allergenic substances. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.